Event description:
The facility reported a colleague infusion pump with a failure code of 811:02. This condition occured during delivery and caused an interruption of delivery. The event occured in the intensive care unit. According to the hospital representative, there was patient involvement. There was no report of patient injury or medical intervention reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 811:02 on channel b was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty pump head module on channel b. The channel b pump head module was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.